Event description:
A lumbar incision infection was reported. Examination and palpation indicated signs of infection on (B)(6) 2004. The etiology was noted as "incisional site/device tract," and was noted to not have been related to the implant procedure, device, or therapy. The back wound was noted to have been "mildly erythematous." It was noted that the entire system was explanted in (B)(6) 2005, and the outcome was noted to have been resolved without sequelae on (B)(6) 2005. The medications used within the system were noted to be "compounded baclofen or morphine sulfate" no additional information was available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004-, explanted: (B)(6) 2005, product type: catheter. (B)(4).